Event description:
It was reported that, during machine setup for a cori assisted tka case, the error "tracking error" popped on the screen. The camera/cable is faulty and needs to be replaced. Since the issue was reported during machine setup, no patient involved. The case was completed, manually, using s+n instruments.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
D10: device available for evaluation? Section h3, h6: the ndi camera polaris spectra, part number pfsr200027, serial number unknown, intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a failure of the camera tracking system. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.